Event description:
Acct. Reports that the rubber septum "pulled away" from the housing on the t-connector. No pt. Injury reported. States they feel it is "user" error. States they recently went to the bd twinpak and that the staff may not be using the set correctly to access the septum. Acct. States they contacted the bd rep for follow-up. Sample available.